Manufacturer narrative:
(B)(4). This product will be returned if it is able to be retrieved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent high out of range pacing lead impedance measurements. Additionally, loss of capture was noted at maximum output. No lead anomalies were noted on fluoroscopy during a recent upgrade procedure. The lead was surgically abandoned while the device was electively explanted. No additional adverse patient effects were reported.